Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive. No further investigation was possible.

Event description:
On september 10, 2024, senseonics was made aware of an event where the user experienced an infection at the insertion site.